Event description:
N/a.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 26 mm amplatzer septal occluder was chosen for implant using a 10 f non-abbott delivery system. During the procedure, while deploying the device, the physician noticed that the occluder deformed into a cobra shape and therefore, it was retrieved. The deformed device was never released from the delivery cable while inside the patient. There were no interactions with the cardiac structures during deployment and no angulation / kink was noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.